Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, a 23mm trifecta valve implanted. On (B)(6) 2016, a redo procedure was performed secondary to an elevated gradient, a reduced effective orifice area and a hypertrophic heart. In vivo, calcification was reported uniformly distributed on all the cusps resulting in stiff cusps. The trifecta valve was explanted and replaced with a 23mm masters series mechanical valve. Per report, the patient was reported to be recovering well.

Manufacturer narrative:
(B)(4). The results of this investigation concluded all three leaflets were fibrotically thickened and contained calcifications. There was inflow and outflow thrombus on the surfaces of leaflet 1. There were tears in leaflets 1 and 2. There was fibrous pannus ingrowth on the inflow and outflow surfaces of leaflet 2. No inflammation was present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, tears and calcifications were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.